Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50mm x 15mm nc emerge® balloon catheter was advanced to pre-dilate and post-dilate the lesion. However, during post dilatation of a non-bsc stent, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.